Event description:
It was reported that while the nurse was removing the secondary IV bag of antibiotics to spike a new one, she noticed that the spike was flat and broken. The nurse removed the tubing and replaced it with a new set that was connected to an adult patient. There was no harm.

Manufacturer narrative:
Continued from d11; 1000 ml b braun bag lot j8l807 ref e800 exp 03/21 0.9% sodium chloride injection. The customer¿s report that the tubing spike broke was confirmed. It was observed that the spike tip of the drip chamber was broken off. The broken off spike tip was not received for inspection. Further inspection of the damaged spike surface observed the breakage to be rough and uneven. A whitish colored stress marking was also noted within the infusion bag's port opening. It was further noted that the infusion bag's port opening to be very firm and rigid with minimal flexibility. The breakage was caused by an external lateral force. The root cause of the external lateral force was not identified. The reported secondary set, (model/lot unknown) used during the reported event was not received.

Manufacturer narrative:
Concomitant medical product: 1000 ml b braun bag, lot j8l807, ref e800, exp 03/2021, 0.9% sodium chloride injection. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that while the nurse was removing the secondary IV bag of antibiotics to spike a new one, she noticed that the spike was flat and broken. The nurse removed the tubing and replaced it with a new set that was connected to an adult patient. There was no harm.